Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics and dob were not provided by the customer.

Event description:
It was reported that the tubing kinked during use on a patient. The kink was noted directly above the upper fitment requiring the nurse to fix the tubing during the patient unspecified infusion.